Event description:
Patient's meter was reading inaccurately low. They were comparing the readings on their meter to the doctor's surestep meter. The difference was 100 points above his results. During troubleshooting it was discovered that the meter was set to the incorrect measurement. An attempt was made to change the meter to mgdl but the meter would not go into set up mode. The patient did not experience any symptoms. No adverse event reported. The meter has been replaced.